Event description:
Information was received from manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that the patient was having difficulty charging and it took too long. Weight gain was a reported pocket issue related to the ins. Patient had stated that their weight fluctuates and has presently gained weight. It was reported that the patient's device was in overdischarge. The rep performed 1 trickle charge and then recharged with all 8 bars and could not get to 25%. The rep recharged from 2:25-4:20. The rep could not charge anymore the patient was in too much pain so they left and recharged at home all evening and was only at 50%. It was reviewed that the battery was damaged with the overdischarge and can take a few weeks to level out to new normal. The rep stated the patient indicated that this lengthy recharging has been going on for months. The rep also stated that the patient thought he was charging daily, and he was not which is how he ended up being in overdischarge. The rep will be meeting with patient again. It was reviewed that the patient should try a different recharger and see if it makes a difference. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on oct-24-2017. It was reported that the representative was seeing the patient on (B)(6) to clear their por and to further investigate. It has not been determined why the ins was taking so long to charge; the patient reported sitting on it for several hours with 8 bars and it wasn't getting to 100%. The patient has had lengthy recharge sessions several months prior to contacting the representative. The physician and office are aware of this. No further complications reported. Additional information was received from the rep nov-7-2017. It was reported that they still have not determined why it was taking so long to charge. The rep saw patient on (B)(6) and he had 8 bars the entire time and they could not get to 25%. The patient eventually got 100% after charging that evening and the next day. The rep saw the patient on 10-25 to clear por and turn stim back on and reprogram it. The patient was happy with stimulation but not with the lengthy recharging that he said he has been doing for months. The rep reduced the programs from 4 to 2 to use less energy. The patient stated they wanted the new battery so it charges faster and were going to see health care professional (hcp) sometimes this month to schedule a replacement. The rep indicated the patient was able to charge the ins to full but he has to sit for 5/6 hours or more with 8 bars every time. The patient is getting good pain relief now that the stimulator was back on. No patient symptoms or complications were reported in this event.